Event description:
It was reported that during a gastrectomy procedure, the device was used for cutting the stomach. Staple malformed for one of three tissues on the first firing, box shaped. Surgeon put some overstitches to close tissue. There was no reported patient consequence.